Event description:
It was reported that when using the bd pyxis¿ es server, system orders entered in cerner were not crossing to pyxis server the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system orders entered in cerner were not crossing to pyxis server. A technical support specialist (tss) dialed into the server then restarted bd external messaging and message queuing services. Tss ran a query in sql server management studio (ssms) and verified the es server received messages with available for processing showing 0 and successfully processed local date time showing a non-null value. Tss ran a downtime query and observed no errors displayed. Tss navigated to health sight viewer (hsv) and observed no devices in disconnect mode under priorities. Tss called the customer and verified that admitted patient orders were visible. Tss monitored hsv for a couple of hours and closed the case after the issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.